Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effect of dissection is listed in the xience xpedition instructions for use as a known patient effect of coronary stenting procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the patient presented with angina. The procedure was to treat a moderately tortuous, mildly calcified 95% stenosed de novo lesion in the distal left anterior descending (lad). The lesion was pre-dilated with a 2.0 x 12 mm semi-compliant balloon. The 3.0x15mm xience prime stent was deployed at 16 atmospheres; however, post implantation, a proximal edge dissection was noted. A xience xpedition stent was used to treat the dissection. There were no other device or procedural issues noted. There was no adverse patient sequela. No additional information was provided.